Event description:
During a pta treatment procedure, difficulty was encountered during withdrawal of the ultra-thin 12-4/5.8/75 balloon catheter through the 7 fr pinnacle introducer sheath. The lesion being treated was a 50% stenotic lesion in a very tortuous left common iliac artery. Initially, the ultra thin balloon could not advance on the radiofocucs guidewire when a 7f 10 cm sheath was used. Therefore, the 7f 10 cm sheath was replaced with a 7f 25 cm sheath. Consequently, the balloon crossed the lesion and was successfully inflated one time to 10 atms. When the physician attempted to remove the balloon, he was unable to withdraw it through the sheath. The balloon and sheath were removed as a unit. A stent was deployed at the lesion site and this procedure was successfully completed without post-dilatation of the stent. No patient injuries or complications were reported. Patient status is reported as 'fine'.